Event description:
It was reported that the sieve beds on an (B)(4) concentrator are saturated. MDR filed. Per independent repair center statement, the unit is alarming or displays a red light. The key failure was for the sieve bed being contaminated. Additional malfunctions were tube for the sieve bed was contaminated; pilot valve for the manifold was contaminated; o-ring for the manifold was contaminated; hose clamp for the sieve bed was defective; inlet filter for the sound box was dirty; cabinet filter for the cabinet was dirty.